Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported via eps form that a 12mm locking screw "didn't lock into the plate. We ended up using a 2nd 12 mm locker and that screw worked fine without having to re drill. I did not charge for the first screw as it must have been used in a previous case or damaged."